Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to a procedure, the suture packet was removed box and suture packet was held up to the light. It was noticed that there were several pin holes in the sterile packet. No patient involvement occurred. No additional information is available.

Manufacturer narrative:
Pc-(B)(4) . Actual device returned. During the visual inspection of the foil, excessive manipulation and multiples holes in cavity could be observed. The holes were examined and it was noted that the holes are made from the outside to inside.